Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was unknown. They stated that after the last couple of batter changes, the pump turns on and off until it finds the battery that it likes. Customer was advised of the type of batteries recommended. A battery cap will be shipped to the customer. The insulin pump will not be returned for analysis.